Event description:
The micro reciprocating saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device running on its own without activation. Damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.